Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X-ray review revealed that there seems to be a high density fragment adjacent to the reamer head area. Just from the x-ray, it is hard to say if it is from the reamer though, nor confirm the number of the fragment.

Manufacturer narrative:
Additional narrative: additional device product code: hrx. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record (DHR) review was performed on part # 352.253s, lot # 9879559: please note, this DHR review is for sterilization procedure only. Manufacturing location: (B)(4), supplier: (B)(4) (sterilization), manufacturing date: 21. March 2016, expiry date: 01. March 2026. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 352.253-us / 9873188 was manufactured in us. DHR review for part: #352.253 -synthes, lot # 9873188: release to warehouse date:11sep2015, expiration date: na, supplier: (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgical procedure on (B)(6) 2017 part of the reamer-irrigator-aspirator's (ria) head fractured during cutting and two fragments were detected in the spinal canal of the patient. The bone was very hard, according to the specialist. Reportedly there was no surgical delay. The device report indicates that the two fragments were in the ¿spinal canal¿; however ,the attached x-rays provided by the complainant indicate that the device is in a long bone. Further information has been requested for clarification of which long bone the fragments are retained in. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was completed: the given information has indicated that the part of the head fractured during cutting. Unfortunately the complained item was not returned for evaluation. Without having the material we cannot give a conclusive statement regarding the possible failure reason. No further information had been made available therefore an investigation could not be performed. This particular item was produced in march 2016 according to the specification. The review of the provided x-rays can't definitively confirmed if the fragments are from the reamer or the number of the fragments. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.